Manufacturer narrative:
This report is being filed on an international product, list number 06a52, that has a similar product distributed in the us, list number 06d18. (B)(4). Patient identifier (complete): (B)(6). No returns were available for this evaluation. No testing could be performed on lot 23266li00 as the lot is expired. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. Additionally, a review for nonconformances and deviations associated with reagent lot 23266li00 was conducted and found no occurrences that could be linked to the complaint observation. The abbott prism (B)(6) assay package insert contains information to address the current customer issue. Based on the available information from the customer site and from the results of this evaluation, there is no evidence to reasonably suggest a product malfunction occurred.

Event description:
On 06 april 2016, abbott received notification that the (B)(6) notified their competent authority of an issue regarding alleged (B)(6) prism (B)(6) results for a donor unit. This was a retrospective report submitted by (B)(6) after the prism analyzer was uninstalled from that site and replaced with the roche cobas system. The following information was provided: sample (B)(6): (B)(6) 2016, sample tested on the roche cobas analyzer and generated (B)(6) coi results of 1.87 / 1.88 / 1.83. The sample was then sent to the (B)(6) for confirmatory testing where the sample generated (B)(6) results with the architect (B)(6) assay, the architect (B)(6) core ag assay with indeterminate immunoblot results (ns4 2+). (B)(6) pulled an archived sample from this same donor (B)(6). The sample was originally tested on (B)(6) 2013 and generated (B)(6) results with the prism (B)(6) assay (lot 23266li00) and with the nat methodology. This sample was then tested on the cobas platform ((B)(6) 2016) and generated a (B)(6) result of coi 1.99. Confirmatory testing was then performed on 29 june 2016 with the immunoblot inno (B)(6) score of (B)(6) (c1+/-; ns4 2+) and the immunoblot microgen recomline (B)(6) igg questionable (c1+). Architect (B)(6) was (B)(6) and innotest (B)(6) was (B)(6). Red blood cells and fresh frozen plasma were distributed from this donation for medical use. There is no information provided on the donor or any recipient of the blood product from this donation.

Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred; therefore, the device was not performing as intended and the evaluation codes were corrected.